Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: lot mv3508 is invalid. MFR site has been updated.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the suture detached from the needle or did the suture break in separate pieces? The suture detached from the needle; the suture did not break in separate pieces please confirm if mv3508 is the correct lot number. Unknown. Were there any patient consequences? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the manufacturing and expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a varicose vein surgery procedure on (B)(6) 2024 and suture was used. It was reported that when the patient's skin was being sutured during the surgery, there was a detachment of the suture. Immediately changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.